Manufacturer narrative:
Summary of the investigation: the review of the quality documents confirmed a regular device manufacturing for the atrial lead. The patient¿s atrial lead exhibited an early post-implant decrease in atrial sensing, persistent fluctuations in sensing amplitude, and frequent far-field sensing (ventricular signals detected on the atrial channel). Atrial lead impedance and automatic thresholds were initially stable but later gradually declined, reaching values below 200 o in (B)(6) 2025. No noise or non-physiological signals were recorded. Upon receipt and analysis, blood infiltration was observed along the lead body on both the outer and inner coils. Abrasions of the external insulation were identified at 21 cm and 51.6 cm from the connector pin, located on both the proximal and distal portions of the lead. Considering the implant duration and the reported low atrial impedance values, these findings may explain the observed electrical behavior. Such issues may result from lead-to-lead abrasion or friction between the atrial lead and the suture sleeve or clavicle. The investigation results are retained and utilized for trending purposes. For more details, please refer to the report analysis enclosed.

Event description:
During follow-up (date to be confirmed), abnormal impedance and insulation damage were observed, and a disconnection of the vega r52 (s/n: (B)(6) was suspected. The date of follow-up is being confirmed. Reintervention was performed on (B)(6) 2025. The vega r52 (s/n: (B)(6) was explanted and a lead from another manufacturer was implanted. We are currently trying to confirm the follow-up date and obtain the cso file and x-ray images.

Event description:
During follow-up (date to be confirmed), abnormal impedance and insulation damage were observed, and a disconnection of the vega r52 (s/n: (B)(6) was suspected. The date of follow-up is being confirmed. Reintervention was performed on (B)(6) 2025. The vega r52 (s/n: (B)(6) was explanted and a lead from another manufacturer was implanted. We are currently trying to confirm the follow-up date and obtain the cso file and x-ray images.